Manufacturer narrative:
The disposable device involved in this event was not returned to manufacturer, therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. The rf controller is expected to be returned for evaluation.

Event description:
User facility reported that during a novasure procedure, the patient experienced a vasovagal episode. Uterine ablation did not take place. Patient's heart rhythm converted without intervention.